Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. There is no allegation of a product deficiency. A device history review could not be performed, the serial number of the device is unknown.

Event description:
During routine follow up the peritoneal dialysis patient's nurse reported that the patient was found at home by a family member unresponsive. It is unknown if the patient was performing peritoneal dialysis treatments at the time. There is no allegation of a malfunction. The patient was admitted to the hospital with hypotension and a possible stroke. Patient was discharged from the hospital on (B)(6) 2018. Discharge diagnosis was a right temporal lesion. Patient was released to a nursing home for recovery. Additional information was solicited.